Event description:
Allergic reaction (pain, swelling, effusion and hot - both knees); couldn't bear weight on either knee; two big knots in back of knees. Info was received in oct 2004 from a pt, with a history of osteoarthritis, one previous synvisc series (1997 - heart disorder nos, sinus problems, lung scarring and fibromyalgia, who experienced right knee pain and swelling. They began a treatment with synvisc in 2001. The pt received two injections of synvisc into the right knee in 2001. They experienced pain and swelling in the right knee. They received a cortisone injection in the right knee after the 2nd injection and did not get the 3rd injection. At the time of this report, the pt's outcome was unknown. MFR's comment: please refer to MFR's control number synv-14299 for other adverse event(s) from this reporter. Add'l info was received in oct-2004 from the physician. The pt has a history of bilateral severe osteoarthritis of the knees. The pt's chief complaint was bilateral chronic and severe knee pain. Pt was treated with synvisc previously and noted pain returning. In dec-2001, the physical exam showed crepitant knees bilateral with loss of rom and joint line tenderness, patellar compression possibly less tender. The right mid foot had palp spur. There were non contra-indications for synvisc. In dec-2001, the pt received the first injection bilaterally. In dec-2001, the knees had a little edema and soreness for two days and it was hard to tell what the effects were of taking colchicine at the same time. Showed a little IV site soreness from colchicine and knees locally tender at line of joint; minor clinical change. Old x-rays showed both medial compartment severe narrowing with lipping. There were no contra-indications for the second injection. In dec-2001, the pt received the second synvisc injection. Eight hours after the second injection, they experienced increasing pain and immediately developed large effusions, knees were hot and couldn't bear weight on either knee. The right knee was slightly better on day four; the left knee became a bit worse. There were two big knots ("felt full") in back of knees. The physician provided a diagnosis of allergic reaction to synvisc and prescribed depomedrol 40 mg with 6cc of marcaine in both knees after preparation and ice. At the time of this report, the pt's outcome was unk. Add'l info was received in oct-2004 from the physician providing pt medical history of coronary artery disease.